Event description:
Device reference 1 of 2: manufacturer report: 3006705815-2017-07181. Follow up information received which identified the patient underwent another trial surgery as planned, which would indicate the groin pain resolved.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 1 of 2: manufacturer report: 3006705815-2017-07181. It was reported the patient began experiencing groin pain during needle placement for octrode trial lead procedure. The physician decided to abandon the procedure.